Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Manufacturer narrative:
Date of implant: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that the greenfield filter was implanted in 2007. On (B)(6) 2018 a CT scan of the patients abdomen was performed. The scans showed that the filter appeared to be in an appropriate position within the ivc. The patient appears to be relatively asymptomatic from the ivc filter.